Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of a stiff locking sleeve was confirmed. This drill has been power broken and rattles. This damage appears to be caused by abuse/misuse by the received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had an issue with a stiff locking sleeve. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.